Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis showed that the potentiometer to adjust the oxygen concentration had failed had failed on (B)(6) 2016. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In (B)(6) 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the device failed on a patient with a poti dial sensor failure. No injury has been reported.